Manufacturer narrative:
This report is submitted on may 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced migration of the electrode array; subsequently the device was explanted on (B)(6) 2013.